Manufacturer narrative:
(B)(4). It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Complaint received via medwatch: customer stated via email that the heated wire circuit melted through a 6 inch section of ventilator tubing, causing a leak in the line. The product malfunctioned but the nurse was able to manually ventilate the patient. It was confirmed that the patient is okay, the patient did not experience any distress. The patient was a premature infant who was 1 month old at the time of the event. (B)(4).

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).

Manufacturer narrative:
(B)(4). It is confirmed that the tubing is melted where the heated wire circuit was in contact with the tubing. It is also confirmed that a tube tree was not in use during the failure. The end user should evaluate their requirement to use a tube tree with this tubing. Based on the sample provided, no carefusion processes contributed to the failure. The IFU will be provided to the customer with the findings of this investigation.